Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "material sensitivity reactions. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00829 / 00830 ).

Event description:
It was reported that a patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2005. It was further reported that patient experienced metallosis and elevated metal ion levels. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-01608.